Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy skin irritation under the lifevest equipment. Patient reports that they are allergic to nickel. Patient also reported wheezing that they thought was from the allergy to the lifevest. There was no alleged device malfunction. The patient's physician prescribed an inhaler to the patient. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.